Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pt. Presented with pain. Pt. Previously received an mrh stemmed-femur and gmrs proximal tibia replacement due to a tumor resection of the proximal tibia. X-ray films revealed the mrh stem in the femur canal broke at the stem/femur junction requiring revising of the femoral components. Dr. Revised the mrh femur to a gmrs distal femur construct (listed below). No previous surgery info was made available to us (dos, location, etc.), but based on measurements taken during the pre-op planning phase, the mrh femur was determined to be a large and the mrh stem a 14x80. The mrh insert s1/s2x10mm was replaced along with all the bushings, axle, tibial sleeve, and rotating component. Proximal tibia components were left in-situ." Per rep: no allegations against the poly components or rotating component. Operative side: right.